Event description:
It was reported that during an unspecified diagnostic procedure, a piece of internal o-ring from the forceps/irrigation plug came off and entered the body of the patient requiring a second procedure to remove. Despite multiple attempts at additional information, none was obtained.